Event description:
During a surgical attempt for removal of existing hardware from a patient's right im canal, a small tip of the hook of the stryker vendor instrument designed to facilitate removal broke off and lodged in the im canal. It was determined it would be best to leave the broken tip in the bone. The size was approximately 2mm. There was no immediate or long term anticipated negative effects for the patient.